Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. One empty foil, a winding former with two sutures, one dispensed needle suture combination and seven detached needles that belong to product code vcpb725d. This product code is multistrand and contains eight strands per packet. During the visual inspection of the detached needles, the swage and attachment area were noted as expected. The barrel hole of the needle was examined under magnification for suture remnants, and none was observed. To evaluate the condition of the sutures, they were dispensed and short insertion was observed in the strands. The visual inspection concluded that the combination of the needle/suture was detached from the needle since the insertion end of the suture did not meet the requirement. In addition, the needle suture combination was examined and no anomalies or defects were found. Based on the information currently available, short insertion issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the ethicon quality system.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/23/2024. H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During an unknown surgery, the suture and needle were not attached when grasped with a needle holder. The tip of the suture was fluffed. It was a control release needle. There were no adverse consequences to the patient. Additional information was requested.